Event description:
It was reported that this left ventricular (lv) lead was explanted due to helix mechanism issues and dislodged. The lv lead was unable to be repositioned. Subsequently, the physician decided to place a new lv lead. No additional adverse patient effects were reported.